Manufacturer narrative:
Approximately 18 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. Rescue tape covered the entire length of the lead. A continuity test was performed on the returned portion of the lead in the condition that it was received and revealed that the red wire had an open circuit. All other wires were found to be electrically intact. The rescue tape covering the returned portion of the lead was then removed and examination of the lead upon its removal, confirmed the report of a torn outer silicone jacket with 2 sections of plastic tubing wrapped around the lead from approximately 2-8 inches from the metal connector. Removal of clear bionate layer revealed breakdown of the braided shield along the entire length of the returned portion of the lead starting from approximately 1.5 inches from the metal connector. The braided shield was then removed and examination of the underlying wires revealed a fractured red wire and a breach in the yellow wire insulation approximately 2.5 inches from the metal connector in the approximate location of the terminus of the bend relief. The inner conductors of the fractured red wire and breached yellow wire were exposed. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the lead in this area. If the exposed conductors of the fractured red wire or breached yellow wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the reported alarms and pump stoppage events recorded in the submitted system controller log file. The exposed wires were from two different phases; therefore, the reported alarms and pump stoppage events could have also occurred while the patient was connected to external batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 9 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that a system controller log file review was requested for a patient with multiple kinks and twisting of the percutaneous lead. The silastic cover reportedly had multiple large breaks with rescue tape covering the majority of percutaneous lead. The patient reported that an unspecified audible alarm had occurred while the system controller was connected to wall power. It was reported that the patient typically had been on battery support continuously at home. The patient was asymptomatic analysis of the log file by the manufacturer's technical services representative revealed multiple low speed hazards and pump stoppages scattered throughout the log file. Many transient pump power elevations were also noted that only appeared to be occurring while the lvad was connected to the power module. The patient returned home and was reportedly doing fine without any further alarms. The patient was provided with an ungrounded power module patient cable. Additional system controller log files captured while the system was supported on an ungrounded power module patient cable showed no unusual events. Submitted x-ray images showed the shield deteriorating in multiple spots as well as rescue tape applied along the length of the external portion of the percutaneous lead. On (B)(6) 2016, the manufacturer's technical services representatives performed an external percutaneous lead repair after which no further issues were noted when the patient was placed back on the grounded power module patient cable. No further information was provided.